Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a minicap. The patient reported that the minicap detached from the female locking connector after the cap was closed. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed and the cap mouth was smooth, the screw thread at the minicap was perfect, no cracks or damage was found. Functionally, the minicap locked onto the female connector. A pressure test was performed with no leaks noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.